Event description:
The customer observed a false positive alinity I total b-hcg for a 53-year-old female that was not reported out of the laboratory. The sample was repeated on the beckman coulter platform, where the result was negative. The following information was provided: sid 154, initial b-hcg result= 1367.86 miu/ml (positive); repeat result= 1.7 miu/ml (negative); repeat on beckman coulter platform= negative there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg for a 53-year-old female that was not reported out of the laboratory. The sample was repeated on the beckman coulter platform, where the result was negative. The following information was provided: sid (B)(6), initial b-hcg result= 1367.86 miu/ml (positive); repeat result= 1.7 miu/ml (negative); repeat on beckman coulter platform= negative there was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total b-hcg did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 78461ud01. A deice history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 78461ud01 was identified.